Event description:
It was reported that cartridge did not fully snap into pump and caused alarm 2 while caller was using case on pump. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge, removed loose o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, confirmed cartridge o-ring was intact, and successfully reloaded cartridge through load menu, after which customer resumed insulin therapy successfully.